Manufacturer narrative:
Device evaluation summary: one cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. The review of event history log identified following events in history: "(B)(6) 2018 10:43:39 am reservoir reset volume set to 20 ml. (B)(6) 2018 10:45:11 am medium alarm displayed: cannot start pump. (B)(6) 2018 10:45:16 am medium alarm acknowledged: cannot start pump. (B)(6) 2018 10:46:05 am cassette latch was opened". Functional testing included use testing. A false alarming "air in line" message alarmed when infusing the customer's pump. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty air detector sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump alarmed for "air in line". No adverse effects reported.

Manufacturer narrative:
Additional information received that there was no patient involvement.